Event description:
It was reported that there was an increasing thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2011; product ID 4968-35 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).